Manufacturer narrative:
(B)(4) date sent 1/2/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an end-to-end anastomosis progression in surgery using ecp29 there didn't seem to be any problem with the staple line in intra-op, but found post-op about 3 days after surgery. Found a leak in the posterior wall of the anastomosis site.

Manufacturer narrative:
(B)(4). Date sent: 1/21/2025. Additional information was requested, and the following was obtained: what is the correct product code for this event? ¿ cdh29p what were the indications for surgery? - lar. What surgical procedure was performed? - -lar. Did the patient receive any preoperative chemotherapy or radiation? - unknown. Were there any issues experienced with the device in the initial surgical procedure? - no. What healthcare professional fired the device and what is his/her experience with the device? ¿ over the 10 years. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? ¿ middle-b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? - yes. Were there any issues with device use/firing? - no. What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? -yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? ¿ 2x. Was there any difficulty removing the device? - no. Was a complete transection of the white breakaway washer visually confirmed? - yes. Were the donuts inspected? If so, please describe. - yes. Were there any issues noted with staple formation? If so, please describe the shape and location.- no. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? - uncertain. Was a leak test performed? If so, what type and what was the result? - no. Was the staple line visualized endoscopically during the initial surgical procedure? - yes. How many days postoperative did the leak occur? ¿ 3days. How was the leak identified? Unknown. What was observed at the site of the leak upon reoperation? Unknown. How was the leak addressed? Unknown.